Manufacturer narrative:
No visual or functional inspection can be performed since the device sample is not available for evaluation. The device history record (DHR) of the product 031-28 with batch number 02c1402447 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. This type of defect is easy to detect during the manufacturing of the product since it is verified at 100%. Additionally, per internal procedure, distribution center performs 100% inspection as well. No conclusion can be established at this time based on the lack of device sample. It is necessary to evaluate the physical sample in order to perform a proper investigation. If the product sample becomes available, this complaint will be re-opened. However, manufacturing and r&d departments are evaluating the current packaging design, a proposal of a new packaging method has been identified, and therefore, a process/design validation has been initiated. Personnel involved on the manufacturing process were notified.

Event description:
The event is reported as: the distributor (B)(4) alleges that a faulty sealing in the package was observed during incoming inspection. A total of (8) packages were observed with this reported issue.